Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to a middle ear infection. The patient was reimplanted with a new device (date not reported).